Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "deformity of breast reconstruction, distortion of right breast, soreness of musculoskeletal shoulder and chest girdle, heaviness of implants, asymmetry, breast tissue hurts," and "chronic discomfort of breast reconstruction." The events of "mild pain in neck and back, often feeling tired, fatigued, or sleepy" is not device related. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ fatigue: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. ¿ neck pain: unable to observe as it is not related to the manufacturing process. ¿ chest pain: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ crease/ folding of implant: observed. As per the investigation procedure an opening and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "deformity of breast reconstruction, distortion of right breast, soreness of musculoskeletal shoulder and chest girdle, heaviness of implants, asymmetry, breast tissue hurts," and "chronic discomfort of breast reconstruction." The events of "mild pain in neck and back, often feeling tired, fatigued, or sleepy" is not device related. Device was explanted.